Event description:
The patient had an MRI on (B) (6) 2010 and never had the pump checked after that, and experienced flu-like symptoms one to two weeks after the MRI. The hcp thought initially that the MRI may have been the cause for the stopped pump, but was determined differently when the patient had come to the clinic for a pump refill on (B) (6) 2010. The patient ws scheduled to have a pump replacement on (B) (6) 2010. It was the hcp's practice to fill the old pump with drug and use that drug to fill the pump at the time of replacement so that the patient did not need to have a refill right after the new pump was implanted. When the hcp went to refill the patient's pump, it was noted to be in stopped pump mode and been for less than 1 hour. It was then determined that there was some type of interrogation/emi (electromagnetic interference) issue during the pump interrogation at the patient's refill session that lead to a pump memory error showing up. The staff then put the pump into stopped pump mode, as they thought it had already been programmed to this. The patient experienced withdrawal. The patient was not admitted to the hospital, but was seen in the hospital lobby to have the pump restarted at a low rate. The patient then saw their managing physician and was doing markedly better. The patient's symptoms were that of acute opioid withdrawal, including sweating and nausea; the patient was not harmed. The pump was replaced. It was stated that the patient was doing very well.

Manufacturer narrative:
(B) (4).